Manufacturer narrative:
Product event summary: at analysis it was noted that the atrial connector was cracked, and that though the device failed incoming te sting this was attributed to a known anomaly on the tester system. The atrial connector was replaced and the device was inspected. It then passed all tests with no visual or electrical anomalies observed.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.